Manufacturer narrative:
Device and implantation details unavailable as of the date of this report, this report is filed on november 17, 2017.

Event description:
Per the patient's surgeon, the patient's device was explanted on (B)(6) 2017 due to a performance decrement with device use. The patient was re-implanted with a new device during the same surgery.